Manufacturer narrative:
Device evaluation the device was returned with the red safety tab not fully attached and a 0.017¿ guidewire stuck in the device. The handle was opened, and it was found that the pullwire was detached. The tube assembly of the safety tab is still attached to the outer shaft and the inner lumen is kinked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use everflex entrust along with non-medtronic 45cm sheath and 0.018" guidewire during procedure to treat a moderately calcified plaque lesion in the right proximal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length are 6mm and 300mm respectively. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue occurred. The stent would not fully come out of the deployment catheter. The thumbscrew/lock-pin checked for securement prior to procedure.. The lock-pin was removed once device was in place of deployment. The lesion was pre dilated with a 5x150 balloon. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the stent looked stretched after deployment. Stent was functioning well, with the proximal portion being elongated. Stent still looked elongated after dilation. Stent was implanted at the target lesion. The delivery system would not remove over the wire, the physician removed both delivery system and wire together. No intervention was required. Stent was rewired with a different wire to post dilate lesion. No vessel damage was noted by the physician. Post dilated stent was used to complete the procedure. There was no patient injury.